Event description:
A healthcare professional reported that the system turned off during a cataract procedure while the probe was inside the eye. Reboot of the device was performed immediately and thereafter, it worked normally and the operation was successfully completed. No pt impact reported. Additional info has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).